Event description:
This lead was implanted on (B)(6) 2012 and was capped on (B)(6) 2015. A call was placed to technical services (B)(6) 2016 due to lead infection. The physician was dr. (B)(6) at (B)(6) clinic in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).